Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that blood spontaneously withdrew into the device and blocked it. The operator also claims that the clamp was on at the moment of the incident.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of defective clamps was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 24cm power-trialysis acute dialysis catheter. Usage residues were abundant throughout the sample. Material discoloration was observed extending from the extension tubes to the 11cm depth marking. The extension tubing markings were partially worn. Clamping impressions were evident throughout all three extension tubes. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Engagement of the clamps appeared unremarkable. Attempts to infuse and aspirate through all three lumens with the clamps engaged were unsuccessful. Microscopic inspection of the clamps was unremarkable. No functional deficiencies were discovered during evaluation of the returned sample. The clamps appeared unremarkable and functioned correctly. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported by the facility that blood spontaneously withdrew into the device and blocked it. The operator also claims that the clamp was on at the moment of the incident.